Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The re-sample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run.

Event description:
Case description: this is a spontaneous report from a contactable consumer or other non hcp. A caucasian female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l44150, expiration date: feb2018) from (B)(6) 2015 for an unspecified indication. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. On (B)(6) 2015, the patient reported putting the heatwrap on just once and it put blisters all over her lower back. She stated she used it for just a couple of hours and then she noticed the burning. The patient then took the heatwrap off and noticed she had blisters. She did not have any associated symptoms like fever, pain or swelling. The patient mentioned after the blisters popped, they were stinging and draining a little bit of liquid. The patient assessed her skin tone as medium. She denied using any creams, rubs or gels under the heatwrap. The patient mentioned there were no defects in the wrap like cuts, tears, leaks or holes. She did not change or modify the wrap in anyway and did not use the wrap overnight or while sleeping. The patient did not put the wrap in the microwave and did not exercise while using the heatwrap. She did not apply any pressure over the wrap and did not wear more than 2 layers of clothing over the wrap. The patient mentioned she did not sit or recline for a prolonged period of time while using the heatwrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not use more than one heatwrap in one day. She stated she did not feel the heatwrap was getting too hot during use. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The re-sample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the reported events blister, thermal burn, blister rupture, and wound secretions as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the reported events blister, thermal burn, blister rupture, and wound secretions as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The re-sample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run.

Event description:
Blisters all over her back [blister]. Burning [thermal burn]. Draining a little bit of liquid [wound drainage]. Blisters popped [blister rupture]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A caucasian female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: l44150, expiration date: feb2018) from (B)(6) 2015 for an unspecified indication. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. On (B)(6) 2015, the patient reported putting the heatwrap on just once and it put blisters all over her lower back. She stated she used it for just a couple of hours and then she noticed the burning. The patient then took the heatwrap off and noticed she had blisters. She did not have any associated symptoms like fever, pain or swelling. The patient mentioned after the blisters popped, they were stinging and draining a little bit of liquid. The patient assessed her skin tone as medium. She denied using any creams, rubs or gels under the heatwrap. The patient mentioned there were no defects in the wrap like cuts, tears, leaks or holes. She did not change or modify the wrap in anyway and did not use the wrap overnight or while sleeping. The patient did not put the wrap in the microwave and did not exercise while using the heatwrap. She did not apply any pressure over the wrap and did not wear more than 2 layers of clothing over the wrap. The patient mentioned she did not sit or recline for a prolonged period of time while using the heatwrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not use more than one heatwrap in one day. She stated she did not feel the heatwrap was getting too hot during use. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events blister, thermal burn, blister rupture, and wound secretions as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well - being of the user, considered associated with device use.this case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the reported events blister, thermal burn, blister rupture, and wound secretions as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.